Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2017, for the treatment of stress urinary incontinence and mesh erosion with a history of prior mid-urethral sling. As reported by the patient's attorney, the patient experienced an unspecified injury after the procedure.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The mesh was implanted by (B)(6). Block h6: imdrf patient code e2401 captures the unspecified injury related to the device. Impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the device.